Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 70cm; model #: sc-1110-02, serial/lot#: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the incision site where the leads were implanted had signs of infection with symptoms of inflammation and fluid discharge. The physician had planned to explant the leads only, but when the leads were being removed from the ipg, fluid was discovered around the device and it was explanted as well. The patient was prescribed antibiotics. The physician believes the infection was procedure related and is not device related.